Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include a damaged component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no other related event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, during set up for a wound debridement, that a versajet ii console wires were pulled out and machine foot pedal connection is bent/jammed. The procedure was completed using the same device but it was not possible to change the settings properly. There was no significant surgery delay reported. There was no patient injury reported.

Manufacturer narrative:
The device, intended to be used in treatment, was returned for evaluation. The visual evaluation found no issues. The functional found speed setting malfunction, establishing a relationship between the device and the reported event. The root cause was identified as a defective front overlay. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found no other related event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.